Manufacturer narrative:
On may 19, 2023, mentor was notified that the patient was scheduled for explantation on (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 20, 2023, mentor received additional information. The patient was also diagnosed with a ruptured right breast implant using an undisclosed imaging method. As a result of the right-sided contracture and rupture, the patient underwent unilateral removal and replacement with a right-sided 320cc mentor memorygel breast implant. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a revision breast augmentation with a 300cc mentor memorygel breast implant and experienced postoperative right-sided grade iii capsular contracture. The diagnosis was confirmed via physical examination. The patient is currently experiencing breast pain and hardness of her right breast. At the time of this report, mentor has received no information regarding an expected explantation date.